Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.1, 5.2, and auxiliary half height 5.1 was having intermittent issues with cubies failing. The customer was able to replace cubies, and it works for a while then fails again. A field service engineer (fse) found that the main half height 4.1 had damaged row board cable and replaced it. For main 4.1, 5.2 and auxiliary 5.1 removed all cubies, pockets and trays. Cleaned debris from under neath trays. Drawer 4.1 was fairly cleaned. Crushed tablet turned to powder under 5.2 auxiliary and 5.1 had a bit of debris. Cleaned all contacts for row board cable, pockets, and trays. All was tested good. The fse verified with customer and found no more any other failures in the drawers of cubie failures. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken, drawer fails, after opened instead of asked for closing, it asked release the cubie. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken, drawer fails, after opened instead of asked for closing, it asked release the cubie. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.